Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when he inserted the infusion set he saw air bubbles. The reservoir leaked. Customer's blood glucose level was 431 mg/dl. The customer corrected his blood glucose level with a manual injection. The device was not returned.